Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR number; device 1 of 3: 1627487-2019-02498; reference MFR number; device 2 of 3: 3006705815-2019-00663. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.